Event description:
Caller reported a temperature alarm occurrence, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The issue was not resolvable by the customer as they were unable to clear the alarm or resume insulin delivery. As a corrective measure, technical support decided to replace the pump. The customer was informed about the need for replacement and a backup therapy was arranged with a replacement pump. While confirmation of the pump's serial number was not available, the shipping address was verified, and the customer received the replacement pump through a speedy messenger. No instructions on returning the problematic pump were provided.